Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt's ear has an infection. The infection has been treated with antibiotics and other medication but without success. The physicians think that possibly his ear is rejecting the implant. The pt can hear a little with the implant but not enough that he can understand speech near him.